Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. The patient had an xray and since then the device doesn't seem to be working. It takes the patient a long time to urinate. The patient gets the urge but for example it will take her 5 min to empty her bladder. Xray was noted (B)(6) 2016. Patient services asked caller if the hospital/xray was related to the stimulator and caller stated she doesn't know. Caller mentioned the patient has pneumonia. Caller stated the patient was resting so she doesn't want to disturb her. Caller stated she will call back in a few days to have someone in patient services walk her through checking the device with the patient programmer (pp). Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.